Event description:
Loss of therapeutic effect reported. Also reported high impedances >4000 ohms on some of the bipolar pairs. X-rays were negative. The system was explanted and replaced with new system. Patient was doing great.

Manufacturer narrative:
(B) (4)